Manufacturer narrative:
The surgical table was examined by a berchtold field service technician. The table was visually examined and a performance test of the movement functions were conducted. After performing the tests, the technician was unable to replicate the reported issue.

Event description:
It was reported that during a procedure, the leg section of the surgical table which was positioned in a downward tilted position, allegedly started to move in an upward direction and then stopped without interaction form the or staff. The table was inspected by a berchtold service technician and the issue cold not be duplicated. There was no injury associated with this reported event.